Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, at the patient's previous follow-up appointment in (B)(6) 2017, the battery had 1.5 years remaining to end of life (eol). During the most recent follow-up appointment, however, it was discovered the device had reached eol on (B)(6) 2017. The health care professional (hcp) confirmed there were no programming changes during the previous follow-up appointment in (B)(6) 2017. A review of the device data indicated 4.4 thousand atrial high rate episodes between (B)(6) of 2016 to (B)(6) of 2017. There were another 1.4 thousand atrial high rate episodes from (B)(6) of 2017. The patient was admitted to the hospital for history of 3rd degree heart block. The decision was made to explant and replace the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.